Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08641. It was reported that a rotawire fracture occurred and remained inside the patient's body. The 20mm x 2.75mm, 90% stenosed target lesion was located in moderately tortuous and severely calcified distal left anterior descending artery (lad). A 330 cm rotawire and a 1.25mm rotalink plus were selected to advance and treat the target lesion. Ablation was performed eighteen times, initially at 180,000 rpm with rotational speed decreasing to 15,000 rpm and not more than 10,000 rpm for six times. Each ablation lasted for 15 seconds. During ablation the burr was moved consistently and the burr came in contact with the radiopaque portion of the wire, multiple times, from the start until the end of the procedure. On the eighteenth ablation, it was observed that the radiopaque portion of the wire was separated. An attempt to remove the separated radiopaque portion was done with a non bsc snare but it was unsuccessful. So, the physician deployed a non bsc stent at middle lad and the procedure was completed. The patient was discharged after being monitored in the hospital. No further patient complications were reported.